Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4361605 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter had a hole and leaked. The following information was provided by the initial reporter: patient was in holding area pre-procedure for pvi. This rn placed 20 gauge piv without issue. Upon floating catheter into the vein, blood and saline began spraying out of the side of the catheter. Catheter immediately removed, catheter tip completely intact, but small hole noted near the base of the catheter. 15 may: can you please provide an exact date of event? (B)(6) 2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.